Event description:
Baxter received a report from a pharmacy technician involving an automix 3+3 compounder. According to the facility, "the device does not display any alarm codes, alarm sounds or device alarm led." The unit is being swapped. There was no patient involvement and therefore no patient impact or medical intervention. No further information was available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "the device does not display any alarm codes, alarm sounds or device alarm led" was not confirmed nor reproduced during device evaluation. Therefore, no root cause could be determined and no repair was necessary to correct the reported condition. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions found that would cause or contribute to the reported condition.